Manufacturer narrative:
Patient's exact age is unknown, however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a cholangioscopy procedure performed in the biliary duct on (B)(6) 2020. According to the complainant, during the procedure, when then physician introduced the spyscope ds ii into the patient and switched on the spyglass controller, the only image that showed on the screen was the boston scientific logo. Another spyscope ds ii was used, however, the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.